Event description:
This rv lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012 due to a recall. There was also over sensing noted with no patient adverse effects. The procedure took place at (B)(6) medical center with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).